Manufacturer narrative:
Initial reporter facility name: (B)(6) hospital . Should additional relevant information become available, a supplemental report will be submitted

Event description:
It was reported that an em2400 valve set (EU only) malfunctioned. It was further reported that there was ingredient flux between 2 ports. This issue occurred during setup and preparation. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured from october 08, 2021 - october 12, 2021. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection was performed to the photograph using the naked eye which did not identify any abnormalities that could have contributed to the reported condition. The reported condition is not clearly observed via the provided photograph and due to the nature of the returned sample no additional testing could be performed. Therefore, the reported condition was not verified. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.